Event description:
It was reported that the bd relion insulin syringe was unable to prime. Report 5 of 5. The following was received from the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer said that he saved about 60 needles from different boxes that were not working, said he also saved the tear drop labels.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-dec-2023 h.6 investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd relion insuline syringe was unable to prime. Report 5 of 5. The following was received from the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer said that he saved about 60 needles from different boxes that were not working, said he also saved the tear drop labels.